Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a partial nephrectomy procedure on (B)(6) 2016 and suture clips were used. During the procedure, suture clips were not clamping down on suture. The procedure was completed with another like device. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.